Manufacturer narrative:
Patient information now provided. A medtronic representative completed microscope training with the site to ensure proper use and function of the navigation system microscope. No further relevant issues reported.

Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016, medtronic representative performed training at the site regarding the navigation system and tracking microscope. The medtronic representative checked camera details and got a geometric error of 0.7mm. Communication line was green. When the surgeon covered the rear facing leds the tracking turned green and everything worked fine. Suspect a bent scope bracket. On (B)(6) 2016, the medtronic representative, following-up at the site, reported found that the bracket had been damaged. The bracket appears to have been hit or struck against a wall. They still used the scope along with navigation after covering the led. Advised site representative. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system that was unable to track the microscope. When the surgeon covered the rear facing leds, the tracking turned green and everything worked fine. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported.